Manufacturer narrative:
Further information was requested but not received yet.

Event description:
Related manufacturer reference number: 2017865-2025-11865. It was reported that the patient's atrial and right ventricular leadless pacemaker were not adhering to its programmed base rate of 85 beats per minute (bpm). They would regularly revert to a base rate of 67 bpm's. No intervention was performed. The patient condition was stable.

Event description:
New information received indicated that the patient was in the ICU for an infection unrelated to the device. No intervention was performed. The patient was asymptomatic.